Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the following are potential causes of the loss of image: fluid invasion could cause damage to the image sensor unit. Internal charged coupled device cable was damaged due to broken strands of a-braids. Temporary contact failure at video connector or electrical contacts of system / abnormality in peripheral products. If air bubbles emerged from device continuously during leakage test, water may enter the endoscope and cause a short circuit which could result in breakage of the image sensor. Device used while the electrical contacts are wet and/or dirty causing the device to malfunction or be broken down. The root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities.¿ the event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use do not insert the video connector while the electrical contacts are wet and/or dirty. This may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. If air bubbles emerge from the endoscope continuously during leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in breakage of the switch and image sensor.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was not confirmed. Upon inspection and testing, the user complaint of no image was not duplicated. The device yielded a very good quality image with no stain or blackouts. Other observations for the device are failed water dunk test due to pinholes found at the bending section rubber coating (a-rubber). When the a-rubber was removed, bending section was found to be dry. The bending section braid had multiple broken strands. This phenomenon attributes to physical damage. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during preparation for use, the device yielded no image. The screen was black. There is no patient involvement and no harm reported to any patient.